Event description:
Pt was warmed during surgery with no blanket attached to the warming unit. Pt sustained second and third degree burns on the lower extremities. Burns caused by product misuse: warnings are provided on every warming unit, in instructions for use packaged with every blanket, on a label attached to every blanket, in the operators manual and in the service manual stating that blankets must be used with the warming unit.